Event description:
It was reported that the right atrial (ra) lead had high thresholds and high impedance. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 implantable pacing lead, (B)(6) 2004; e1dr01 implantable pulse generator (B)(6) 2004. (B)(4).